Event description:
My phillips dreamstation c-pap was among those that were recalled. I registered my device for remediation in (B)(6) 2021. After a long wait, I finally received my replacement unit this month. The remediated device I received is dirty. It is visibly soiled externally and had a hair under the filter. I cleaned all accessible portions of the unit and started using it 2 nights ago. After the first night of use I had a mild cough. Today, I have a deep productive cough and a sore throat. Per the philips website, "when we refurbish the affected devices with a new blower and air pathway, we also clean and disinfect them". I'm concerned that the internal components of the remediated device I received may not have been cleaned/sanitized any better than the outside of the unit was. Reference report mw5115917.